Manufacturer narrative:
This device was used for treatment and not diagnosis. This report is for a total of 7 unknown screws: 6, 2.7mm variable angle locking screws and 1, 3.5 mm locking screw. The implant date is approximately one year ago. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.

Event description:
A patient had hardware removal on (B)(6) 2013 of a 2.7mm /3.5mm variable angle (va) locking compression plate implanted (part number 02.117.502), six 2.7 mm variable angle locking screws, one 3.5mm locking screw and one 3.5mm cortex screw. The removal was due to pain near the ulnar nerve. The original procedure was on an unknown date approximately one year ago. The procedure was successfully completed. No delay in surgery. This report is for 7 unknown locking screws.